Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. The nurse stated that the customer had a CT scan while wearing the insulin pump. Troubleshooting was performed. The customer was disconnected during the rewind and prime process. Reviewed the programming and it was correct. The reservoir was showing the same amount of insulin as shown in the status screen. It was stated that the customer had fast heartbeats at time of the admission. Assisted the nurse performing the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.